Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown, unknown head lot# unknown, item# unknown mallory stem lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was confirmed by review of...

Event description:
It was reported that patient underwent initial total hip arthroplasty on an unknown date. Patient underwent revision due to migration. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was confirmed by review of xrays which indicated protrusion of the acetabula. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.